Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the connector found that the light exiting the face was distorted indicating an internal connector fracture, confirming the reported clinical observation. The aim beam was also weak. Additionally, the tip was clipped and burn marks were observed on the fiber jacket. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, during first procedure with this fiber, the fiber failed to emit any energy and could no longer be used. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified an internal connector fracture.